Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) device due to malfunction of the pump. The pump was stuck in the deactivated mode even after numerous troubleshooting attempts. All components were explanted and replaced. The patient did not experience any adverse effects and is expected to fully recover.